Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the audio is not working, and it is not giving a speaker malfunction error; on the mx40 telemetry device. No adverse event involving patient or user was reported.